Event description:
It was reported that there was an issue with sc603t - quintex dynamic screw 4.0x16mm. According to the complaint description, the screw was broken during surgery. An additional medical intervention was necessary. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: sc603t (9610612-2023-00034) (B)(4) and sc603t (9610612-2022-00345) (B)(4).

Manufacturer narrative:
Investigation: visual investigation - the two screws arrived without locking ring, two loosened locking rings were enclosed. The two locking rings show no significant deformation. The inspection of the inner hexagon of each screw exhibit damages of the hexagon in the upper area. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 6(10) x probability 3(10) of occurrence) according to din en iso 14971 is still acceptable. Explanation, rationale, conclusion and root cause: the damages in the upper area of each hexagon is a proof that the screwdriver was not correct / fully / tilted inserted during the screwing in process. This applied a lateral force to the locking- ring, forcing the locking- ring out of the screw head. Based on the investigation results, a CAPA is not necessary.